Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other copilot bleed back control device referenced is being filed a under separate medwatch report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Two copilot bleedback control valves were used; however, there was a loose connection with an unspecified guiding catheter and the rotators of both copilots separated from the guiding catheter during use. Therefore, another unspecified device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The two copilot devices were not used during the procedure and the incidents occurred during preparation. No additional information was provided.